Event description:
It was reported that the patient appeared for an unscheduled follow-up with symptoms of fatigue. It was further noticed on the electrocardiogram that there was some occasional loss of lead capture and short periods with low intrinsic patient heart rhythm. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.analysis of the device is in process; the results will be forwarded when available.